Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok button was intermittently responsive and required multiple button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: the keypad was intact with no peeling. All of the buttons responded normally during testing. Contamination was found under all of the button contacts when the keypad was removed. All of the button symbols on the keypad cover were worn. Unrelated to the original complaint, there was a crack at the top of the battery compartment.